Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024, it was that leaking insulin at site for 2 to 3 days. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-06559 - device 2 of 3.